Event description:
The patient reported that she had to have "it redone yesterday because of an infection that I had". Patient services asked when the patient found out she had an infection and the patient said "I don't know it was in january". The patient stated that "I have it turned off right now but I need help programming it". The patient was on program 1 and their stimulation was on at 0.0v. The patient then increased to 1.2v and reported feeling comfortable stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mr7x, implanted: 2014-(B)(6), product type: lead. (B)(4).